Event description:
A us distributor contacted zoll to report that a patient passed away on 12/14/2022 while reportedly wearing the lifevest. The patient received sixteen appropriate treatments, ten of which converted the arrhythmia to a slower rhythm, five of which failed to convert the arrhythmia, and one which resulted in post shock asystole. The patient also received two inappropriate treatments. The device was started up at 11:52:51 on (B)(6)2022. At 00:03:00 on (B)(6)2022, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm degrading to vt @ 210 bpm. At 00:03:37, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 210 bpm. The post shock rhythm was sinus rhythm @ 60 bp with pvc¿s. At 02:44:39, an arrhythmia was detected. ECG shows vt @ 210 bpm. At 02:45:09, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was six seconds of asystole transitioning to sinus rhythm @ 60 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 02:47:57, an arrhythmia was detected. ECG shows nsvt. At 02:49:21, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was nsvt. The post shock rhythm was sinus rhythm @ 70 bpm with pac¿s and pvc¿s. At 02:52:50, an arrhythmia was detected. ECG shows vt @ 160 bpm. At 02:53:20, the patient received the third appropriate treatment. The rhythm at the time of treatment was vt @ 180 bpm. The post shock rhythm was vt @ 190 bpm. At 02:53:52, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vt @ 170 bpm. The post shock rhythm was sinus bradycardia @ 50 bpm with pvc¿s. At 02:56:41, an arrhythmia was detected. ECG shows vt @ 190 bpm. At 02:57:11, the patient received the fifth appropriate treatment. The rhythm at the time of treatment was vt @ 200 bpm. The post shock rhythm was vt @ 180 bpm. At 02:57:38, the patient received the sixth appropriate treatment. The rhythm at the time of treatment was vt @ 210 bpm. The post shock rhythm was sinus bradycardia @ 30 bpm. At 02:59:55, an arrhythmia was detected. ECG shows vt @ 180 bpm. At 03:01:05, the patient received the seventh appropriate treatment. The rhythm at the time of treatment was vt @ 190 bpm. The post shock rhythm was vt @ 190 bpm. At 03:01:32, the patient received the eighth appropriate treatment. The rhythm at the time of treatment was vt @ 210 bpm. The post shock rhythm was sinus bradycardia @ 20 bpm. At 03:02:04, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac activity contributed to the false detection. The rhythm at the time of treatment was sinus bradycardia @ 20 bpm. The post shock rhythm was sinus bradycardia @ 20 bpm. At 03:04:44, an arrhythmia was detected. ECG shows vt @ 160 bpm. At 03:05:14, the patient received the ninth appropriate treatment. The rhythm at the time of treatment was vt @ 190 bpm. The post shock rhythm was sinus tachycardia @ 100 bpm with pvc¿s. The rhythm then degrades to vt @ 210 bpm. At 03:06:20, the patient received the tenth appropriate treatment. The rhythm at the time of treatment was vt @ 220 bpm. The post shock rhythm was sinus bradycardia @ 40 bpm. At 03:09:28, an arrhythmia was detected. ECG shows vt @ 190 bpm. At 03:09:59, the patient received the eleventh appropriate treatment. The rhythm at the time of treatment was vt @ 190 bpm. The post shock rhythm was vt @ 190 bpm. At 03:10:26, the patient received the twelfth appropriate treatment. The rhythm at the time of treatment was vt @ 210 bpm. The post shock rhythm was sinus bradycardia @ 50 bpm. At 03:12:25, an arrhythmia was detected. ECG shows vt @ 180 bpm with pvc¿s. At 03:13:32, the patient received the thirteenth appropriate treatment. The rhythm at the time of treatment was vt @ 190 bpm. The post shock rhythm was sinus rhythm @ 60 bpm with pause. At 03:17:47, an arrhythmia was detected. ECG shows vt @ 190 bpm. At 03:18:17, the patient received the fourteenth appropriate treatment. The rhythm at the time of treatment was vt @ 180 bpm. The post shock rhythm was sinus rhythm @ 60 bpm with pac¿s and pvc¿s. At 03:20:13, an arrhythmia was detected. ECG shows vt @ 180 bpm. At 03:21:25, the patient received the fifteenth appropriate treatment. The rhythm at the time of treatment was vt @ 180 bpm. The post shock rhythm was sinus bradycardia @ 50 bpm with pvc¿s. At 03:23:16, an arrhythmia was detected. ECG shows vt @ 170 bpm. At 03:24:18, the patient received the sixteenth appropriate treatment. The rhythm at the time of treatment was vt @ 180 bpm. The post shock rhythm was sinus rhythm @ 60 bpm with pvc¿s. The device was shut down at 03:24:38 on (B)(6)2022.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.